Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the air dermatome sn(B)(4) by (B)(6) on (B)(6) 2020 revealed that the motor was erratic and the head had visible wear that could affect the performance of the device. Repair of the device was performed by (B)(6) on (B)(6) 2020 which included replacement of the following: head, control bar, control shaft, cams, swivel, various bearings, motor, sleeve, planetary shaft, eccentric shaft, and various other parts the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that this device was not cutting. During investigation, it was revealed that the motor was running erratically. No adverse events were reported as a result of this malfunction.